Event description:
It was reported that during a superdimension case, the physician lost accuracy after receiving a good registration value of 5.3mm (current spec is <10). After re-inserting the locatable guide after taking biopsies, the visual verification was now off, it appeared that the lg shifted into the right main stem bronchus when the lg was actually sitting right on the main carina. There was no harm or injury to the pt reported.

Manufacturer narrative:
A service call was performed at this site on (B) (6) 2009. The accuracy testing did not show any problems, the tests were within specifications.